Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, damaged battery cap, battery out limit and low battery alert. The customer's blood glucose reading was 400 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer treated with the pump. The customer stated that the battery did not last more than 1 week. Customer was assisted with high pressure test and it passed. The insulin pump was not returned for analysis.